Event description:
It was reported that diagnostic testing resulted in high lead impedance. Two months prior to the office visit, the patient experienced an increase in seizures above pre-vns baseline, and no longer experienced voice alteration. The doctor programmed the vns device off and prescribed dilantin. X-rays were reviewed by the manufacturer. No obvious lead discontinuities were observed on the portions of the lead that could be assessed. It was observed that the anchor tether was not placed on the nerve in alignment with the electrodes. The electrodes did appear to be aligned properly on the nerve. No anomalies were observed that could be contributing to the high lead impedance. Follow-up with the physician revealed that there had been no reports of patient manipulation or trauma to the implant site. He believed the increase in seizures to be due to the loss of vns therapy. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.